Event description:
It was reported the patient experienced a loss of stimulation to his right hand. Reprogramming was unable to resolve the issue. X-rays were taken and indicated the lead migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.